Event description:
Infusion pump was reported to go into failure code 538:320:717:0000 during an infusion of dopamine and lidocaine. It is unclear if the third channel was in use at the time. After the pump illicited the failure code all of the channels in use shut down and read "failure." The clinician noted he heard a "whirring" sound and then all of the channels read "open." The clinician noted the pt became hypertensive and this was when the clinician witnessed free-flow of solution on all of the channels in use. The clinician noted the channels were open but the blue safety slide clamps were still in the pump, therefore not closing off the lines. The pt was injected with approximately 3cc of nitro-glycerin and no ill pt effect resulted.